Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin, however an 0x22 hazard alarm was generated by the pod. Inspection of the pod found no damages or manufacturing deficiencies that would result in an 0x22 alarm. The exact cause of the alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17.1 mmol/l (307.8 mg/dl) with ketones present, while wearing the pod between 4 and 24 hours on the leg. The pod was removed, and the cannula was noted to be bent. A manual insulin injection was administered to treat the hyperglycemia.